Event description:
It was reported that revision surgery was performed due to elevated metal ions and concerns over cognative changes.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.